Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, autoimmune disease, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast surgery with mentor memorygel 350cc silicone breast implants which the patient reported, fibromyalgia, osteoarthritis, degenerative disc disease, heart attack, joint surgeries, insomnia, generally felt unwell, mixed connective tissue disease, lupus, osteoarthritis, kidney disease, 17 joint surgeries replacements, depression, anxiety, vertigo, kidney disease, breast implant illness after implantation. In 2005 a mammogram showed her left implant was ruptured and had been for sometime. As a result patient had the device removed on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
On 10/17/2019, per correct codification, patient code generalized illness was removed. Visual evaluation of device photo; upon visual inspection of the picture, it was observed to be intact. No anomalies were observed. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. An investigation of the related photo was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).